Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain") and genital haemorrhage ("abnormal bleeding (general),") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), dyspareunia ("severe pain during intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of 40 pounds"), alopecia ("excessive hair loss"), pruritus ("excessive itchiness of the skin"), skin lesion ("sores under breasts / sores under arms"), headache ("headaches and migraines approximately 4 times a week"), nausea ("nausea"), arthralgia ("joint pain"), memory impairment ("decrease in memory capabilities"), dry mouth ("severe dry mouth"), fatigue ("chronic fatigue"), tooth disorder ("dental issues"), dental caries ("more than 5 cavities"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy to remove the essure), four caps on teeth and treatment of more than 5 cavities and use of four caps on teeth and treatment of more than 5 cavities. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, pelvic discomfort, dyspareunia, abdominal distension, back pain, abnormal weight gain, alopecia, pruritus, skin lesion, headache, nausea, arthralgia, memory impairment, dry mouth, fatigue, tooth disorder and dental caries had not resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the urinary tract infection, migraine, vaginal discharge, weight fluctuation, irritable bowel syndrome, abdominal pain and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dental caries, dry mouth, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, pruritus, skin lesion, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results: hysterosalpingogram revealed placement of both essure coils and full occlusion of both tubes was performed about one year after implantation. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received : reporters information updated. Event: weight loss was added. Event : bleeding , cramping outcome were updated to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy- yes') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("abnormal bleeding (general),"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), dyspareunia ("severe pain during intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of 40 pounds"), alopecia ("excessive hair loss"), pruritus ("excessive itchiness of the skin"), skin lesion ("sores under breasts / sores under arms"), headache ("headaches and migraines approximately 4 times a week"), nausea ("nausea"), arthralgia ("joint pain"), memory impairment ("decrease in memory capabilities"), dry mouth ("severe dry mouth"), fatigue ("chronic fatigue"), tooth disorder ("dental issues"), dental caries ("more than 5 cavities"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,") and abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy to remove the essure), four caps on teeth and treatment of more than 5 cavities and use of four caps on teeth and treatment of more than 5 cavities. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, dyspareunia, abdominal distension, back pain, abnormal weight gain, alopecia, pruritus, skin lesion, headache, nausea, arthralgia, memory impairment, dry mouth, fatigue, tooth disorder and dental caries had not resolved, the ectopic pregnancy with contraceptive device, urinary tract infection, migraine, vaginal discharge, weight fluctuation, irritable bowel syndrome, abdominal pain and weight decreased outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dental caries, dry mouth, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, pruritus, skin lesion, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results: hysterosalpingogram revealed placement of both essure coils and full occlusion of both tubes was performed about one year after implantation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain") and genital haemorrhage ("abnormal bleeding (general),") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), dyspareunia ("severe pain during intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of 40 pounds"), alopecia ("excessive hair loss"), pruritus ("excessive itchiness of the skin"), the first episode of skin lesion ("sores under breasts"), the second episode of skin lesion ("sores under arms"), the first episode of headache ("headaches and migraines approximately 4 times a week"), nausea ("nausea"), arthralgia ("joint pain"), memory impairment ("decrease in memory capabilities"), dry mouth ("severe dry mouth"), fatigue ("chronic fatigue"), tooth disorder ("dental issues"), dental caries ("more than 5 cavities"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), migraine ("migraines"), the second episode of headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal distension, back pain, abnormal weight gain, alopecia, pruritus, the last episode of skin lesion, nausea, arthralgia, memory impairment, dry mouth, fatigue, tooth disorder and dental caries had not resolved and the genital haemorrhage, vaginal haemorrhage, urinary tract infection, migraine, the last episode of headache, dysmenorrhoea, vaginal discharge, weight fluctuation, irritable bowel syndrome and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dental caries, dry mouth, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, pruritus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of headache, the first episode of skin lesion, the second episode of headache and the second episode of skin lesion to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results: hysterosalpingogram revealed placement of both essure coils and full occlusion of both tubes was performed about one year after implantation. Most recent follow-up information incorporated above includes: on 8-nov-2018: new pfs received: new events added: abnormal bleeding (general), abnormal bleeding (vaginal, uti, migraines / headaches, dysmenorrhea (cramping), vaginal discharge, weight gain / loss, ibs, abdominal pain were added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy- yes') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("abnormal bleeding (general),"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), dyspareunia ("severe pain during intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of 40 pounds"), alopecia ("excessive hair loss"), pruritus ("excessive itchiness of the skin"), skin lesion ("sores under breasts / sores under arms"), headache ("headaches and migraines approximately 4 times a week"), nausea ("nausea"), arthralgia ("joint pain"), memory impairment ("decrease in memory capabilities"), dry mouth ("severe dry mouth"), fatigue ("chronic fatigue"), tooth disorder ("dental issues"), dental caries ("more than 5 cavities"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs,") and abdominal pain ("abdominal pain"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy to remove the essure), four caps on teeth and treatment of more than 5 cavities and use of four caps on teeth and treatment of more than 5 cavities. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, dyspareunia, abdominal distension, back pain, abnormal weight gain, alopecia, pruritus, skin lesion, headache, nausea, arthralgia, memory impairment, dry mouth, fatigue, tooth disorder and dental caries had not resolved, the ectopic pregnancy with contraceptive device, urinary tract infection, migraine, vaginal discharge, weight fluctuation, irritable bowel syndrome, abdominal pain and weight decreased outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dental caries, dry mouth, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, irritable bowel syndrome, memory impairment, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, pruritus, skin lesion, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results: hysterosalpingogram revealed placement of both essure coils and full occlusion of both tubes was performed about one year after implantation. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received: lawyer was added. New events- ectopic pregnancy, device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain") in a (B)(6)-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding, heavy menstrual clotting"), dyspareunia ("severe pain during intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of 40 pounds"), alopecia ("excessive hair loss"), pruritus ("excessive itchiness of the skin"), breast pain ("sores under breasts"), pain in extremity ("sores under arms"), headache ("headaches and migraines approximately 4 times a week"), nausea ("nausea"), arthralgia ("joint pain"), memory impairment ("decrease in memory capabilities"), dry mouth ("severe dry mouth"), fatigue ("chronic fatigue"), tooth disorder ("dental issues") and dental caries ("more than 5 cavities"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal distension, back pain, abnormal weight gain, alopecia, pruritus, breast pain, pain in extremity, headache, nausea, arthralgia, memory impairment, dry mouth, fatigue, tooth disorder and dental caries had not resolved. The reporter considered abdominal distension, abnormal weight gain, alopecia, arthralgia, back pain, breast pain, dental caries, dry mouth, dyspareunia, fatigue, headache, memory impairment, menorrhagia, nausea, pain in extremity, pelvic discomfort, pelvic pain, pruritus and tooth disorder to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results: hysterosalpingogram revealed placement of both essure coils and full occlusion of both tubes was performed about one year after implantation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.